Event description:
The patient's reported that she had a problem on insulin pump motor error alarm. The customer's blood glucose level was 288 mg/dl. The patient's insulin pump keeps on going to a35 alarm. The patient's was advised to returned insulin pump with battery and zero out basal and referred to backup plan. The pump will need to be replaced. No further information was reported.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the alarm. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).